Event description:
It was reported that during a stent placement procedure of a chronic total occlusion in the common iliac artery, the delivery system was allegedly unable to cross the lesion. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and photos were not provided which leads to inconclusive results. It was indicated that pre-dilatation was performed but the customer didn't provide further information with regards to the accessories used and the patient anatomy. Based on the information available, the investigation is closed with inconclusive results for failure to cross the lesion. A definite root cause of the issue experienced by the customer could not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters. The first luer port is located at the proximal end of the device and the second is found within the t-luer adapter". Regarding procedural access, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e luminexx vascular stent system. (1) via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. (2) the delivery system requires a minimum 6fr introducer sheath". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." (Expiry date: 09/2024). Device not returned.